Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, after multiple manipulations to gain access to the target location, it was discovered the lp helix was deformed. The lp was explanted and replaced with a micra system. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly.